Event description:
It was reported that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to a high voltage (hv) impedance issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".